Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed due to the age of the device (over 15 years). However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the physical inspection and results of the investigation, it is likely that an external force to the curved part damaged the a rubber, exposing the metal part. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use warnings and cautions follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. ¿ never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. ¿ never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center and pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the bending section rubber of the scope was damaged with metal protruding. There was no report of patient injury.